Event description:
Breakage of a hip prosthesis (stem).

Manufacturer narrative:
According to the surgeon the break runs through the laser inscription of the prosthesis. In past we have had similar incidents and the break might be a result of the inscription (inscription in longitudinal direction of the stem on the finish surface). In the end of 2003 the laser inscription was shifted to the smooth part of the stem, in order to ensure better legibility. No similar breakage was reported to us since we changed the area of inscription. This event occurred outside of the united states and involved a product that was mfg outside of the united states. However, because the mp reconstruction hip sys also is marketed in the united states. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.